Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 500 mg/dl and customer declined troubleshooting for it and corrected it. The customer also reported that, the serter had issues. The serter was dropped and it just cracked and when it reset. The device will not be returned for analysis.